Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: cm:122. Implant date: 2014 (month and day unknown). When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional " 4y po overdrain/valve is not adjustable. Explanted." Additional patient information has been requested. When additional information is received a follow up report will be submitted.

Manufacturer narrative:
Investigation: first we performed a visual inspection of the progav shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valves. The progav valve met all specifications. The shunt assistant, however, was only partially permeable and the opening pressure was well outside of tolerance. Additionally, we tested the adjustability as well as the brake functionality and brake function was fully operational and the brake force was within tolerance. Finally, we have dismantled the valves. Inside both valves we have found significant build-up of substances (likely protein). Based on our investigation, we confirm that the valve is operating in an over drainage state, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.